Event description:
The surgeon was having difficulty seating the spacer, while using the device on side of the retention feature broke off. The broken portion was retrieved. No additional surgery time reported. The 45 degree spacer holder was used to complete the case.

Manufacturer narrative:
Device history record reviewed. Dimensional analysis performed. Device history records and dimensional analysis indicate the part was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.